Event description:
In 2009, additional info was received from the sales representative. Eleven days prior, the pt was undergoing a primary cervical fusion. The surgeon had seated the antcer 2 level thinline plate and pushed in the spikes. He tried to move the plate slightly by inserting a probe into the center hole. At that point the secure ring popped off and the surgeon removed it on the probe. He then removed the plate and reinserted another plate that was available. The surgeon was able to finish the surgery as indicated.

Manufacturer narrative:
Requests have been made for the return of the product. Eval is pending upon completed investigation of the product.